Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high pacing impedance measurements. Noise was also observed that resulted in inappropriate therapy being delivered. It was determined that the lead was fractured. No adverse patient effects were reported.